Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display screen. Reportedly, there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2014 with the following results:evaluation revealed evidence of moisture behind the display lens. The pump failed a leak test at the display lens. The pump cover was removed and evidence of moisture contamination was found inside the pump.